Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone.

Event description:
It was reported that the ventilator had a ventilator inoperative condition. There is no reported patient involvement associated with this event.